Manufacturer narrative:
(B)(4). Results: vascular trauma. Left iliac artery ectasia. Overballooning the small diameter iliac artery. Conclusions: vascular trauma. Left iliac artery ectasia. Overballooning the small diameter iliac artery.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm with a maximum diameter of 6.0 cm. The proximal aortic neck was 20.6 ¿ 19 mm in diameter, and 15 mm long. The proximal to distal diameters of the right iliac artery were 14 ¿ 10 ¿ 12 mm. The proximal to distal diameters of the ectatic left iliac artery were 21 ¿ 20 ¿ 12 mm. It was reported that intra-operatively the physician used a reliant balloon to model the distal portion of the contralateral limb. This resulted in a rupture of the distal right common iliac artery. The physician implanted an endurant 1613124, extending the stent graft into the left external iliac artery and excluding the iliac rupture. Blood loss as a result of the perforation was reported to be minimal. The physician commented that the perforation was likely caused by the flared portion of the endurant limb landing in the narrow segment of the distal iliac, which was then overballooned. No additional clinical sequelae were reported, and the patient is fine.